Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral upper and lower abdomen on (B)(6) 2024 using a curve 240 applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.